Event description:
It was reported that the patient presented to the hospital with unspecified symptoms requiring an emergent laminotomy for a catheter tip granuloma. The intraspinal mass was "invasive" and the surgeon did not want to dissect the mass due to the fact that it was adhering to the spinal column. It was further reported that the purpose of the laminotomy was to "free the mass" from the catheter, which was pulled down to a different location in the intrathecal space. It is also reported that the surgeon is hoping that mass will resolve and believed that there was no permanent myelopathy. Prior to surgery the patient's pump contained dilaudid at a concentration of 25 mg/ml at a dose of 17 mg/day. At the time of this report, the patient's pump remains implanted, but has been reprogrammed to minimum rate and the patient has been discharged from the hospital. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.